Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as "contamination due to the family" (no further detail was provided). On an unknown date, the patient was hospitalized for one day for the peritonitis. Treatment was not reported. On an unreported date, the patient was recovered from the peritonitis event. It was not reported if dianeal therapy was ongoing. No additional information is available.